Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "pain, lump, soft breast, breast ptosis, rupture" diagnosed via ultrasound. This record is for the right side. The device remains implanted.